Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.